Manufacturer narrative:
H1: malfunction. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue on product. Visual inspection found one haptic torn and residue on the lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -09.00 diopter, during the same surgery due to the lens was inserted upside down and patient had elevated intraocular pressure (iop) of 42mmhg. The lens was damaged and there was no patient injury. The lens was replaced during the same surgery with another same model/length lens (different diopter -08.50) and the problem was resolved. The eye is in good condition, iop is 12mmhg and patient is happy with surgical outcome. The cause of the event was unknown.